Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/30/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - did the needle fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ if not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. ¿ what is current condition of the patient? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) --received information as following from sales rep via phone today. The needle did not fall into the patient. It is additionally reported that product code w8557, lot 10bqzc (36 units) is to be returned. Please clarify whether this product is associated with the original reported issue, corresponds to a different issue, or was submitted solely as representative samples. --received information as following from sales rep via phone today. Lot 10bqzc is associated with the original reported issue, 36 is representative samples. Product code should be w8557, lot number 10bx56, quantity to be returned should be 6. The other product code w8557, lot number should be 10bqzc, quantity to be returned should be 36. Customer requests investigation photos. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported that the needle broke when sewing in surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.